Event description:
It was reported to philips that the system was unable to start up. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system was unable to start up. Customer also informed that they were not able to do fluoros. After restarting the system customer was able to use fluoros photon, but not fluoros. Review of the system log files showed x-ray generator reports errors; point: resonance current too high, miu: short circuit on rail voltage output to point. The field service engineer (fse) visited onsite and adjusted the x-ray tube. After adjustment the problem has been fixed, but fse decided replacing the x-ray tube because of the x-ray tube was old. To resolve the issue, fse replaced the tube and made various adjustments. The defective x-ray tube was returned to philips for failure analysis. The cause of the failure was found to be vacuum leak cathode insulator. After replacement of x-ray tube, the system was returned to good working condition. The codes were updated based on the investigation outcome.